Manufacturer narrative:
This report is submitted on march 26, 2021.

Event description:
Per the surgeon, the patient experienced an extrusion of the electrode array outside of the cochlea. The device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 25, 2021.